Event description:
The customer stated there is a leak coming from the probe.

Manufacturer narrative:
The customer stated there was a leak coming from the probe. There was no reports of erroneous results generated or reported out of the lab. There are no reports of any one being exposed to the leak or injured. Iris field svc engineer (fse) was sent to the customer location. The fse flushed the probe to resolve the issue. The fse ran controls and controls passed. The system was operational.